Event description:
The facility reported an infusion pump with a failure code 810:11. The facility's rep stated that no incidents were reported on this pump since the last baxter service event. It is not known if the reported event occurred while infusing on a pt.